Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was visible moisture behind the display lens. The leak test failed due to a cracked pump case at the case seal/top right corner of the display & battery compartment leak. The pump powered on to the verify screen with no vibration and the display screen was distorted. Unrelated to the original complaint, all of the buttons on the keypad were unresponsive. The pump was opened and there was evidence of moisture throughout the pump. Also unrelated, the battery compartment was cracked.